Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves and that the right ventricular (rv) lead was exhibiting pacing and sensing irregularities. Both leads remain in use. No patient complications have been reported as a result of this event.